Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia and treated with correction injection via mdi and have symptom of lethargic on (B)(6) 2024. The patient reported that irritation at insertion site because patient changes the infusion set site for three to four days.